Event description:
The customer reported a clear fluid leak of approximately 50 ml from under the coulter lh 750 hematology analyzer and onto the countertop. The customer was unable to identify the source of the leak and stated that the instrument generated sheath tank not full errors. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer provided results for one (1) patient sample for this event. The original lh 750 generated incomplete computation/nonnumeric results for differential and nucleated red blood cell (nrbc) parameters. The sample was repeated on an alternate instrument and the complete blood count (cbc) results were comparable between the original and the alternate instruments. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at pinch valve vl46a at the t-fitting and proceeded to replace the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the tubing at pinch valve vl46a (upper sheath) at the t-fitting. Beckman coulter internal identifier for this report is (B)(4).